Event description:
It was reported to boston scientific corp, that during a therapeutic ercp with lithotripsy using a rx lithotripter compatible basket in 2006, the handle snapped which caused the wire connecting the handle to the basket to break. This occurred as the nurse was attempting to crush 1 large stone with the basket, incorporating the use of the alliance inflation/lithotripsy gun. Several products were used unsuccessfully to attempt removal of the basket and stone. The basket remained trapped halfway in the ampulla. A surgical consult was called and the surgical removal of the basket was performed later that evening. After 3 attempts to ascertain the pt's status, the pt's condition is unk.

Manufacturer narrative:
The device has been rec'd by this MFR. However, an eval has not yet been performed therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.